Manufacturer narrative:
Ref comp # (B)(4).

Event description:
On february 5, fujifilm healthcare americas corporation was informed of an event involving eg-760r. It was reported that the balloon dilator would not pass through scope, second balloon passed through, and black plastic noted in patient esophagus. Scope may have damage in channel.